Event description:
Procedure type: low anterior resection. According to the reporter: after attaching the anvil to the device, the tissue approximation sequence was hard to close and the green indicator was not initially visible. After reopening and closing again, the surgeon was able to see enough green to be satisfied, and fired the device. After firing the staple line was visibly not intact. The anastomosis had to be excised and another stapling device was used without any incident.

Manufacturer narrative:
Us surgical reference #: us200804-0582.